Event description:
It was reported that patient underwent surgery for unknown reason involving a previous non-(B)(6) device (victo). A new ams 800 artificial urinary sphincter was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).